Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.0/5.0/112 (sphere/cylinder/axis), implantable collamer lens ended up in folded condition upon injection and did not open with manipulation. Lens was implanted and removed within same surgery. The lens was damaged while removing from eye. No patient injury was reported. On (B)(6) 2021 a replacement lens was implanted and the problem resolved.